Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners during visual inspection. The pump passed prime and displacement test. No motion sensor test failure alarms were noted. The pump was monitored. No check setting alarms was noted. The pump was received stuck in motor error alarm loop during bolus delivery and motion sensor test failure alarm noted in alarm history. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. The pump was unable to perform occlusion excessive no delivery alarm test due to motor error alarms. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 475 mg/dl. The customer treated with 6 units of injection. The father stated that there were 2 motor errors while they changed the set. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The father stated that there was also a motion sensor test failure alarm from the pump. The father also stated that the patient was hospitalized. The customer was advised of the possible causes of the motor error alarms. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.